Manufacturer narrative:
This MDR submitted on 08/12/2015 references accriva complaint number (B)(4). The serial number of the hemochron signature elite instrument used during this procedure and reported as a child under this MDR is (B)(4) and references accriva complaint number (B)(4). Process evaluation of the hemochron signature elite instrument associated with this complaint was performed and no ncmrs or anomalies were identified. Accriva has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.

Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. A (B)(6) male patient was receiving IV heparin while on cardiovascular bypass during an unspecified interventional cardiology procedure. The target act was not specified. The hemochron signature elite and act plus system reported one act result greater than 1005 seconds (out of range high). An act test was repeated immediately and the result was 506 seconds, which was as expected. The procedure continued and a subsequent act measured with the same hemochron signature elite and act plus system after protamine was administered was 136 seconds. The heparin doses administered and the act results reported during the case are summarized in section. Both electronic and liquid quality controls passed. The procedure was completed successfully and no patient injury or adverse events were reported.

Manufacturer narrative:
This MDR follow-up #1 submitted on 10/22/2015. References accriva complaint number (B)(4). This report provides the results of lsr 15-048, which attempted to reproduce the customer complaint with this cuvette lot of jact+. Reserve sample tested from same lot, no failure detected. Whole blood samplers from three normal donors were tested at final heparin concentrations of 0, 3.3 and 5.0 units/ml with 10 replicates.

Event description:
Follow-up #1.